Manufacturer narrative:
The investigation for the reported purge disc/flag issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs are not relevant for this failure mode. Device analysis: console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. Per the results of the clinical review and investigation, the root cause was determined to be a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility¿s biomedical engineer reported for an automated impella controller (aic) a broken blue purge clip. There was no report of patient harm or injury.